Event description:
It was reported that during a follow up clinical visit, undersensing of the right atrial (ra) lead was found. A dislodgement was discovered. The ra lead was explanted and replaced. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: event description: it was reported that during a follow up post MRI-scan with surface ECG showed an a-v dissociation and undersensing of the atrial lead. The lead was implanted less than 3 month ago. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.